Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
Upon receipt of the liberty cycler for investigation the technician noted indications of dried fluid within the recess of the bottom cover adjacent to the pump and cassette area. The cause of the encountered dried fluid could not be determined. The exact date of the fluid leak is undetermined.